Event description:
The recipient reportedly experienced a displaced magnet after an MRI. The recipient presented with pain. The recipient underwent magnet surgery. The recipient is successfully using the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2018, the recipient underwent magnet repositioning surgery. This is the final report.